Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed the cutting edge tip of the low profile reamer is broken. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive drilling forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that a new 9mm low profile reamer was used properly and drilled in the forward drill direction for an mp acl reconstruction procedure. Both flutes broke off when the reamer was exiting from the femoral tunnel. There was no drilling when exiting the tunnel. The tunnel had been drilled to the specifics desired by the surgeon. It took approximately an hour and a half extra to retrieve the pieces from the joint. Follow-up investigation: procedure was an acl reconstruction. The flutes were extracted individually from the joint with one of the flutes requiring an accessory portal (surgical intervention) to be made for the extraction.